Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that cartridge alarm 20 occurred repeatedly, including after caller attempted to resume insulin therapy with new cartridge, and issue did not occur during load process or in prior use with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge following guidance but cartridge alarm recurred, so technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it with pre-paid label, and advised customer to use multiple daily injections as backup therapy and to reenter pump settings and reconnect continuous glucose monitor on replacement pump; customer understood and acknowledged all instructions.